Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery had a weak battery cell that was disposed. The problem was found during testing at the biomedical service department while running an infusion for 30 minutes the fully charged battery and displayed a low battery message before the 30 minute infusion was completed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'red battery alarm, weak battery cell disposed' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be a battery cells that was missing from the device. The battery cells was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.